Event description:
It was reported that the ventricular lead exhibited high impedance and a sensing anomaly. The lead was capped and replaced. The patient was stable during and following the procedure.